Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup vvi mode. The device was reset and programmed to normal pacing mode after contacting technical services. Battery life measured good parameters. The patient was stable.